Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing on atrial fibrillation (af) episodes and undersensing on pause episodes. The icm remain in use. No patient complications have been reported as a result of this event.